Manufacturer narrative:
(B)(4). Customer states the pump will not be returned because only an event log is requested. The event logs and in use IV set have been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported an over infusion of sodium phosphate. Customer set up a secondary infusion of sodium phosphate tp run over four hours at 25ml/hour and 30 minutes after started the entire bag had infused. Customer has IV set and has performed some testing but was unable to replicate back flow. There was no report of patient harm and no medical intervention required. Although requested, no additional patient or event information was provided.